Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) without calcification or tortuosity. The 5.0x150mm absolute pro ll self-expanding stent system (sess) was attempted to be deployed, however, the thumbwheel could not be moved and the stent could not be released completely failing to deploy. The system was removed. Another stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified the stent implant was deployed and exposed over the tip. The account confirmed that the tip of the stent was flowered but could not be deployed due to the thumbwheel and simply removed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis with the tip of the stent flowered, handle halves separated, internal components disassembled, outer member separated, ribbon deformed and stent exposed. Follow-up to the account confirmed the device was intentionally manipulated when it was outside of the patient prior to returning the device; hence the noted separation and internal components disassembled. Additionally, the account confirmed that the tip of the stent was flowered but could not be deployed due to the thumbwheel and simply removed. The reported activation failure and the reported mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that during advancement, interaction with the anatomy resulted in the noted multiple kinks (sheath, outer member, jacket) and noted multiple outer member cracks thus preventing the shaft lumens from moving freely resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent; however due to the condition of the returned device (handle halves separated, internal components disassembled, outer member separated, ribbon deformed) this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.